Event description:
Customer reported that on (B)(6), 2014 she received an ER-4 on the display of her adc blood glucose meter upon test strip insertion. Customer further reported she experienced multiple symptoms described as "sweaty, lightheaded, headache, blurry vision, shaky, and vertigo" and was transported by her daughter to a doctor's office. Upon arrival at the doctor's office, a reading of 374 mg/dl was obtained on the hcp meter and the customer was diagnosed with hyperglycemia and administered an insulin shot. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.